Event description:
The patient stated she was having pain in her vagina. Patient stated it felt like she was having a baby. Patient had stimulation at 0.0 and still felt pain. A couple days later trial patient reported that vaginal pain, itching and burning. The patient attempted to turn stimulation down but itching/burning continued. The patient turned stimulation off but symptoms continued. The patient stated she hasn't been able to get a hold of health care provider. The patient stated she would take a pain pill and see if that helps. The patient called a day later, stating that she was really having problems with her vagina. She was told to turn it off. Yesterday she was told she could turn it back on and it didn't bother her all day. But last night really hurting, stinging, and burning. The patient was thinking she has a uti. The patient turned it off last night and the pain didn't go away. Patient stated she was having the pain in her vagina again and felt like it was spreading. Patient stated it felt like she was having an uti, but did not believe that it was a uti because she was taking medication for it. Patient stated she turned device off last night.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.